Event description:
A 2.75mm diameter x 14mm length endeavor rx drug eluting coronary stent was deployed in the proximal lad #6. The lesion was described as severely calcified, moderately tortuous and exhibiting 90% stenosis; hyper-calcification at lmt to lad was also confirmed by ivus. The lesion was pre-dilated; however, it is unk what degree of stenosis remained after pre-dilatation. Although reported that engagement of gc was lost during the delivery of relevant device, the relevant device was deployed at 9atms/30sec and post dilatation was performed. Despite two post-dilatation, ivus showed that the proximal part of the stent was not fully expanded after deployment; therefore, further post-dilatation was performed. It is reported that there was no evidence of vessel dissection or perforation during stent deployment or subsequent post dilatation activities. Three days post implant, the pt presented with complications (acute mi in the rca) and a stent thrombus on the proximal part of the deployed stent was confirmed. Poba was performed and a 2.75mm diameter x 14mm length micro driver rx coronary stent was deployed. The pt is reported to be stable and no other sequelae are reported.

Manufacturer narrative:
(Secondary intervention poba and deployment of a 2.75mm diameter x 14mm length micro driver rx coronary stent) - conclusion: (severe calcification, 90% stenosis, moderate tortuousity), (difficulties with the placement of the guide catheter).